Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 522 mg/dl. The customer experienced nausea, vomiting, abdominal pain, loss of appetite and fatigue. The customer was unable to troubleshoot at the time of the call, and stated she would call back once she was released from the hospital. Nothing further was reported.